Event description:
It was reported that the patient presented for follow-up with a complaint of lightheadedness. It was determined that the patient's symptoms were caused by premature ventricular contractions (pvcs). The physician elected to reposition the lead to decrease the occurrence of pvcs. The lead was successfully repositioned on (B)(6)2023. The patient was stable.